Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective 48g cpu board failed and the system was upgraded and repaired with a celeron cpu repair kit, including required components to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system intermittently displayed communication failure.